Manufacturer narrative:
Updated fields: h10. The getinge field service engineer (fse) evaluated the unit and found the unit failed battery test. The fse replaced both batteries and charged. The fse completed safety, calibration, and functionality checks passed factory specifications. The unit was returned to clinical service upon completion.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) has battery issue. There was no patient involvement reported.